Manufacturer narrative:
Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 356845.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective implantable pulse generator (ipg) upgrade. The patient is doing good post operatively and device will not return.